Manufacturer narrative:
Clearcorrect findings: a review of case #(B)(4) shows no errors in the treatment plan that would contribute the reported issue. The customer has submitted a revision due to incomplete movements at tooth 8 & 9. The patient is slightly behind treatment. Clinical evaluation: the complaint of a pink incisor is supported by the provided photograph. The color change is suggestive of an erythematous phenomenon potentially as a an aspect of internal resorption. The periapical radiograph is suggestive of very minor root apex resorption if any at all. No information is provided regarding additional clinical information, signs and symptoms, or resolution. Although idiopathic internal root resorption associated with orthodontic tooth movement is extremely rare, no definitive cause and effect have been established. This phenomenon also occurs in the absence of tooth movement. Nevertheless, if not already done, it is suggested that the patient be referred to an endodontist or other appropriate dentist for further evaluation and management.

Event description:
The incisor of the patient changed color and became pink.